Event description:
It was reported that a dexcom g7 sensor repeatedly failed to pair with an ilet device, with interference from an active dexcom receiver identified and addressed; pairing attempts continued after the receiver was powered off and removed, and the user re-entered the g7 pairing code, consistent with an intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 system, consistent with intermittent communication failure and involvement of the antenna hardware, with potential electrical or magnetic factors. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.